Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate ii lvas, could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) through (B)(6) 2020. Of note, the log file captured the events of the patient¿s cosmetic driveline repair performed under work order #00082266 on (B)(6) 2020 (addressed under per-2020-0035587; cs-135325). No atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The account communicated that the patient was admitted with possible sepsis, exacerbation, and aki on ckd. The patient¿s vad parameters were reportedly near or at recent baseline values. The patient¿s plasma free hemoglobin was elevated to 130. The patient was reportedly unable to undergo cta due to current renal status. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. The heartmate ii lvas IFU lists sepsis and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are provided in this IFU as well as the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient was admitted with possible sepsis, chronic obstructive pulmonary disease (copd) exacerbation, and acute kidney injury on chronic kidney disease. Vad parameters near/at recent baseline values. Plasma free hemoglobin elevated to 130 mg/dl (up from 40 mg/dl on (B)(6) 2020). The patient was unable to undergo computed tomography angiography (cta) due to renal status. Pump thrombosis also possible. Analysis of the log file did not confirm any unusual events recorded in the log file event history.